Event description:
After initiation of bypass, blood was noted to be leaking from the flow probe. After removing the transducer cable, the leak was so severe that the bypass was stopped and the unit was changed out. No pt injury or further complications occurred.

Manufacturer narrative:
H10- device returned without product ID attached.